Event description:
It was reported that we opened up a ceramic head and the doctor noticed a scratch on the head. A backup was immediately available. No delay in surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving a ceramic head was reported. The event was confirmed. A visual inspection was performed as part of the material analysis report (mar). No scratches were observed on the articulating surface of the head. There appears to be a metal transfer mark on the articulating surface of the head. There are metal transfer marks on the distal surface of the head and the machined tapered surface of the head that are consistent with attempting to put the head onto a stem. A material analysis report concluded that: the dark marks on the articulating surface of the head are consistent with metal transfer marks from contact with an instrument. This metal transfer mark most likely occurred during either assembly or removal of the head. The dark marks on the distal and machined tapered surfaces of the head are consistent with metal transfer marks from contact with a stem during attempting to seat the head on the trunnion of the stem. No material or manufacturing defects were observed during this examination. Insufficient information was received for review with a clinician consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined. However, it is likely that the metal transfer marks on the articulating surface are due to contact with a surgical instrument.

Event description:
It was reported that we opened up a ceramic head and the doctor noticed a scratch on the head. A backup was immediately available. No delay in surgery.